Event description:
It was reported that within months of post implant, the patient received inappropriate shock, and the physician believed the right ventricular lead may be fractured. The lead had high impedance, noise, and unstable right ventricular pacing impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.